Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: posterior spinal arthrodesis for adolescent idiopathic scoliosis using pedicle screw instrumentation: does a bilateral or unilateral screw technique affect surgical outcome? (Al tsirikos) dec 2012. Clinical findings determined by medical safety and complaint management: n=2 deep wound infection; n=1 superficial wound infection; n=1 prominenet instrumentation (pain); n=1 transient neuropalsy; n=1 superior mesenteric artery syndrome; six mfg medwatch reports are being submitted for the article.

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: posterior spinal arthrodesis for adolescent idiopathic scoliosis using pedicle screw instrumentation: does a bilateral or unilateral screw technique affect surgical outcome? (Al tsirikos) dec 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.